Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 7071501 and 7073650.

Event description:
It was reported that the patient underwent an explant due to an infection. The infection was located at the ipg site, the patient had swelling and redness. It is unclear if anything happened to the procedure that may have contributed to the infection or the device. The ipg and the lead extensions were explanted. A culture was taken, but the results are unclear. The current whereabouts of the devices is unconfirmed.

Event description:
It was reported that the patient underwent an explant due to an infection. The infection was located at the ipg site, the patient had swelling and redness. It is unclear if anything happened during the procedure that may have contributed to the infection or if the infection was due to the device. The ipg and the lead extensions were explanted. A culture was taken, but the results are unclear. The current whereabouts of the devices is unconfirmed. Additional information was received that the explanted devices were disposed of by the facility.